Event description:
It was reported that the customer went to the emergency room (ER); details and nature of ER visit were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue. However, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.